Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In august 2019 the estimated remaining battery longevity was 10 1/2 years. In (B)(6) 2022, the estimated remaining battery longevity dropped to under 2 years remaining. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In august 2019 the estimated remaining battery longevity was 10 1/2 years. In june 2022, the estimated remaining battery longevity dropped to under 2 years remaining. A technical service (ts) consultant reviewed device data, advising that the patient is not pacemaker dependent, and paces very little. The device remains implanted. No adverse patient effects were reported. New information indicating that the pacemaker device was explanted. Besides surgical intervention, no adverse patient effects were reported. At this time there is no evidence that this device will be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device is exhibiting behavior consistent with a premature battery depletion (pbd). In august 2019 the estimated remaining battery longevity was 10 1/2 years. In june 2022, the estimated remaining battery longevity dropped to under 2 years remaining. A technical service (ts) consultant reviewed device data, advising that the patient is not pacemaker dependent, and paces very little. The device remains implanted. No adverse patient effects were reported. New information indicating that the pacemaker device was explanted. Besides surgical intervention, no adverse patient effects were reported. At this time there is no evidence that this device will be returned. The product has been received for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal.